Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician reported an infection post subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The field representative reported the entire system has been explanted and replaced with a transvenous system; no other adverse patient effects were reported.